Event description:
It was reported that during removal of the guide wire it unraveled. It was able to be removed and the catheter was left in place. There were no reported injuries or complications for the patient.

Manufacturer narrative:
(B)(4). No sample will be returned - discarded.